Event description:
It was initially reported by the hospital that they had pt's lead and generator that was needed to be returned. Explant reason or any other info was not known by the hospital nurse. Explanted products were returned to MFR for analysis. Analysis was completed on the generator and there was no anomaly found. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis was completed on the lead and there was no anomaly found. Note that a large portion of the lead assembly (body), including the electrodes was not returned; therefore a complete eval could not be performed on the entire lead product. F/u with the treating physician revealed that pt's device was explanted (except for electrode cable) on (B) (6) 2009, because infection was found and pt did not respond to antibiotics. No further info was given by the physician as they did not want to violate pt's privacy. Infection site is unk. DHR was performed and it was confirmed that the device was sterile at the time of dispatch from the MFR.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.